Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture and suction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cp00003 implanted port allegedly experienced fracture and suction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture and obstruction of flow. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cp00003 implanted port allegedly experienced fracture and obstruction of flow. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.